Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #3) used to treat the patient. The patient's attorney alleged subsequent surgical intervention, however; no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #3). An additional emdr was submitted to represent the bard/davol perfix plug (device #1) and bard/davol ventralex (device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2) and an unspecified bard/davol ventralex st (device #3). Ni/ni/ni: the patient had subsequent surgical intervention due to the mesh. The patient is making a claim for an adverse patient outcome against the perfix plug (device #1), ventralex (device #2), and ventralex st (device #3).